Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a post-procedure check it was noted that three lead legs had been cut during surgery. The right ventricular (rv) lead capture was elevated and amplitude was adjusted. It was also reported that the right atrial (ra) lead had no capture in bipolar, and the lead was reprogrammed unipolar and amplitudes adjusted. The right atrial (ra) lead and right ventricular (rv) leads were subsequently removed during valve surgery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated stretching and apparent explant damage.